Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a johnson and johnson sales representative in japan reported a patient (pt) ¿repeated developing corneal infiltration ou¿ wearing acuvue® oasys 1-day with hydraluxe® technology brand contact lens (cls). On (B)(6) 2022, the sales representative provided additional information. When the pt presented to the eye care professional (ecp), old od and os scarring was noted (date not provided). On (B)(6) 2022, a representative at the pt¿s treating ecp provided additional information. The pt was not aware of ¿past corneal ulcers in each eye, the pt did not seek medical attention.¿ when the pt presented to the ecp, past od and os scarring was noted by the ecp. The pt was not treated at the ecp¿s office for this ou scarring event. The pt was unaware that a medical event had occurred. No additional information is known regarding the od and os scarring event. No additional medical information has been received. The date of event is unknown and is being reported as (B)(6) 2022. This report is for the pt¿s od scarring event. A separate report will be submitted for the pt¿s os scarring event. The lot number for the suspect od is unknown. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.